Manufacturer narrative:
The pump was returned to animas and evaluated. The pump's daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump passed a flow accuracy test set for 29 hours at a basal rate of 2.000u/hr with percent error of -0.12%. No defects were observed during the investigation.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump was causing her to have developed hyperglycemia. Starting on (B)(6) 2011, the pt indicated that her blood glucose (bg) levels ranged from 300 mg/dl to "high." She also claimed to have had ketones. The pt denied having an illness or infection. She also denied having shortness of breath, nausea, vomiting, or pain. The pt also claimed that her bg level would rise and remain elevated when using the pump. She also claimed that her bg's would return to target when administering corrections via syringe. The pt reportedly used different bottles of insulin and had changed the cartridge and infusion set. She also had rotated sites on (B)(6) 2011. During that time, the pt claimed that her bg remained elevated. When the pt corrected by syringe, using same bottles of insulin as used in pump, she claimed that her bg readings returned to target. The time and date on the pump were reportedly correct. The bolus history was correct. The pt denied issues with site, set, or cartridge. She also denied observing leakage or having scar tissue. No suspensions were noted. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed an elevated bg level that meets animas' criteria for a serious injury as a result of using the pump.